Event description:
The following has been reported: nurse reported: "tube was primed and when attached to pump the rn noted leakage from the back of the cassette once the pump was set up and staring to infused. We use another set and it worked pump was not defective. Patient harm: no". A preliminary review of the logs identified the following issue: administration set leak (external part). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.